Event description:
It was reported that this implantable pacemaker exhibited a decrease in projected longevity from 13 years (6 months prior) to approximately 7.5 years. Boston scientific technical services (ts) indicated the patient has been in atrial fibrillation (afib), where increased atrial sensing may raise power consumption and reduce longevity. Longevity may improve if sinus rhythm returns; if afib persists, vvi mode with atrial sensing off may be considered. The device remains in service with no adverse patient effects reported.